Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Therapy fluid air alarms occurred toward the end of a routine hemodialysis treatment. The operator noted the therapy fluid bag was empty, which introduced air into the cartridge. A partial rinseback was completed, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cycler alarmed appropriately in response to the empty therapy fluid bags. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.